Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented via remote follow up with alerts for undersensing on the implantable cardiac monitor. No programming changes were made and the patient would continue to be monitored. The patient was in stable condition.